Event description:
A bipolar lead failure was reported to hmsc on (B)(6) 2022. Noise can be seen on hmsc recordings. The patient was seen in person on (B)(6) 2022. Impedance test results in person ranged from greater than 2500, 1384, and 712. Postural testing was recommended. Clinician reported isometrics did not reveal further noise. No adverse events reported. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.